Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site, and reported pain and tenderness. Physician brought the patient into the or, repositioned the stimulation lead behind the ipg, re-sutured, and closed.